Event description:
It was reported that during a open colon resection procedure, the device was fired and 1/3 of the staple line was not formed. The staples did not form the b shape. Hand sutured to complete the case with no pt consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.